Event description:
It was reported that during a ptca/stent procedure, after intravascular ultrasound and pre-dilatation, a stent delivery system (sds) would not cross the lesion. As the sds was being removed, it was noted that the guide wire distal end had separated and was floating in the ascending aorta. The end of the guide wire was then retrieved using two other guide wires wrapped around it.